Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The picture of a start-x tip ems insert 1 was provided. We can see that the instrument broke in the active part. No further analysis can be made based on the available picture. No unused device is available for eventual evaluation. Nothing unusual to report was found during DHR review (batch #1865817). We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer which are exclusively given for ems generators. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several other factors may contribute to breakage issue, such as usury, pressure or incorrect technique. All of these factors may affect the longevity of the tip. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it was reported that a start-x tip broke during use. No injury resulted. The broken parts have been retrieved from the patient's mouth.